Event description:
A pump was reported to have declared an alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, and therefore there was no adverse impact. The customer received assistance from technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy.